Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. Ablations were completed in the left superior and left inferior pulmonary veins. The first ablation in the right inferior pulmonary vein (ripv) was discontinued at 147 seconds due to loss of diaphragm contraction. After the ablation was stopped, phrenic pacing continued and the diaphragm was able to be captured immediately. A second ablation in the ripv was attempted and was again discontinued due to loss of diaphragm contraction. After a 25 minute waiting period, no diaphragm capture could be observed. Sedation was lightened. During spontaneous breathing, no excursion was noted in the right hemidiaphragm. The cryoablation procedure was aborted due to inability to monitor the patient for any further injury that might occur with additional right-sided ablation.

Manufacturer narrative:
The device is not available for investigation. Bin files and failure files were reviewed and do not show any system notice messages for the date of event. Bin files show that at least 12 injections were performed. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.